Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary vessel using an indigo system catrx aspiration catheter (catrx) and non-penumbra sheath. During the procedure, the physician experienced resistance when initially advancing the catrx over the guidewire and through the stents that were previously placed. The physician then completed a few passes in the target vessel using the catrx. After removing some clot, the catrx became clogged; therefore, the physician decided to remove the catrx. However, while removing the catrx under aspiration, the physician noticed the distal shaft of the guidewire lumen started to separate from the catrx. The procedure was completed using a new catrx and the same sheath. There was no report of an adverse effect to the patient.